Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported during the da vinci assisted prostatectomy surgical procedure; the fenestrated bipolar forceps instrument had energy delivery issue. There was no reported injury.